Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of session records revealed that increased pacing lead impedance, episodes of inappropriate auto mode switch, and far-field r-wave oversensing were observed. Loss of capture was suspected with an underlying intrinsic atrial rate. Programming changes were recommended. The patient was in good condition.